Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillator portion of the lead measured out of range impedance on the date of implant. The impedance dropped back into normal range the following day. The rv lead remains in use. No patient complications have been reported as a result of this event.